Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a depleted battery alarm. It is unknown when this event occurred. The facility representative stated that there was no known patient involvement and no reports of patient injury or medical intervention. This involved an unremediated infusion pump with user interface module master software version 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been previously sent into service for the reported condition of "depleted battery alarm."

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed. The assignable cause was determined to be deeply discharged batteries. The main batteries and harness have been replaced. Additional information: the device was evaluated on-site at the customer facility. This issue has been escalated to CAPA.